Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon power up of the cardiosave intra-aortic balloon pump (iabp) was broken, had a low vacuum and code 77. No patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that that the alarm is for "vacuum start up time exceeded". Upon inspection, the fse found logged alarms that pointed toward a leak in the balloon extender. The fse then powered up and ran the unit several times, but was unable to reproduce the reported issue. The fse also ran the unit for 1.5 hours with no alarms. The fse then completed all diagnosis, calibration and performance tests with no issues. These fse then completed the pm and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a.